Event description:
It was reported that a malfunction alarm occurred with code malf 9. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the customer restarted their continuous glucose monitoring (cgm) session without further issues. The pump was able to be used again, and the customer was advised to contact support if the issue recurred, which they acknowledged and understood.